Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise during routine follow-up. There were no instances of inappropriate therapy though stored episodes did show evidence of oversensing. Provocation testing was unable to recreate the noise and oversensing. The physician elected to program shock therapy off pending revision. A procedure was performed several days later wherein the rv lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and discarded as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The explanted lead is expected for return. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in two segments severed 312mm from the terminal pin. Visual inspection of the lead noted deformed conductor coils and medical adhesive tearing/separation from ptfe in several places in addition to areas of tissue calcification. Both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.